Event description:
The patient reported that their v-go device was giving them too much insulin. The patient reported that they only pressed one click and in four hours the device was half full. The patient's blood sugar went down to 40-50 mg/dl. The patient waited continuously before taking the device off and their blood sugar leveled out. No device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the client's wife. The client has type 1 diabetes, using novolog insulin and has been using the v-go 20 device for a little over a year. Report of event a new v-go was filled and applies at 10 pm. Client had a snack and used 1 bolus click around midnight. At 2 am the cgm altered client his blood sugar was at 70. He tried glucose tabs and his continuous glucose monitor (cgm) continued to alert his sugar was low, decreasing. He then ate a peanut butter sandwich, was not able to sleep and blood sugar decreased to 50, 40. Client removed the device and blood sugars returned to normal. When the device was removed after 4 hours, they noticed it was empty. Wife reports no issues with the needle button. Wife does not recall any issues with bolus ready or delivery button. Wife denies any leaking of insulin, wet clothing, or smelling insulin. Device is available for collection. A blood sugar reading of 40 is serious. Client tried treating blood glucose with food and did not improve. When the device was removed the client's blood sugars returned to normal. It is possible the device contributed to the serious event with possibility of reoccurrence.